Event description:
The following events were reported to implantcast gmbh: "when the hip replacement cup was tapped into place, one of the sealing plugs came loose. It was not found and appears to be located within the soft tissues on the post-operative x-ray." Note: the ecofit® cup is being sent with a total of four plugs. Three normal plugs (ref 02200001) and one central plug with thread (02803100). Based on the description of the events, one of the normal plugs is affected. As it is unknown which of the three plugs fell out of the cup, the plug with lot 2512094093 is considered the affected main component for reference.

Manufacturer narrative:
Based on the description of the event, one of the three sealing plugs of the ecofit® cup fell out intraoperatively. It was not found and remained in situ. The products in question were not provided for an optical examination as they remained in situ. Since no pictures were provided either, no optical examination can be performed. The manufacturing documents and the material certificates of the plugs were checked. These did not reveal any errors. The surgical technique and instructions for use were also checked and showed no deviations. Both the instruction for use as well as the surgical technique note that in the case of pathologically altered bone tissue of the operated patient (e.g. Osteosclerosis), there is a risk that during impaction of the ecofit® cup into the bone the plugs may come loose from the cup. Since the products in question were not provided, several products from other batches as well as the same batch were checked with regards to their dimensional accuracy and functionality. All of these products showed no anomalies and the plugs were firmly fixated. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the plugs. A potential cause could be an unintentional user error, but this cannot be confirmed nor denied due to a lack of information. The event was assigned to the error pattern "technical failure (loosening of plugs)" in the associated risk management.